Event description:
It was reported that while using the surgical fiber during a prostate procedure, a decrease in tissue vaporization efficiency was observed 83,430 joules of us. The procedure was continued using a second fiber until the fiber tip was damaged at 2,723 joules of use. The procedure was completed using a third fiber. There was no report of pt injury. This reported is for the first surgical fiber used.

Manufacturer narrative:
Reference MFR report #: 2937094-2013-01000. Fiber analysis: the fiber cap remains intact and attached and exhibits a drilled through condition. The fiber cap exhibits detritus, devitrification and melted glass. The bevel section melted and exhibits burnt glue. The fiber cap condition would prevent proper fiber function; likely resulting in a diffuse beam and reduced tissue vaporization efficiency. The drilled through fiber cap condition may also result in a forward firing condition of the side-firing surgical fiber. The most probable root cause of the device issue was suspected to be related to localized heat accumulation/user handling, due to anatomical/procedural factors encountered during the procedure, limiting the performance of the fiber.